Manufacturer narrative:
The evaluation found the nozzle was clogged as with foreign material, possible waste from inside the patient gastrointestinal tract. Additionally , switch 1 was cut/ leaking. The concerned product has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed by the customer that switch 1 of the evis lucera elite gastrointestinal videos was leaking and the nozzle was clogged. The issue was found during reprocessing before the examination on the patient. The scope was returned for repair and during inspection/testing, insufficient reprocessing was determined as the nozzle was found clogged with a foreign object. No death or injury was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged nozzle with foreign matter was likely from insufficient pre-conditioning of the patient, therefore, the procedure performed had foreign material enter into the nozzle and an accessory was handled inappropriately, which then a medical-grade adhesive agent adhered to the nozzle. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function" the following information is stated in the instructions for use regarding user handling which may have prevented the event: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. The accessories are consumables. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.